Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states he noticed that the front battery harness fuse connector looked a little melted. Also was told that someone put the wrong size batteries on the chair. MDR filed.